Event description:
It was reported that the patient had chest discomfort with tightening in the chest and throat when the device was at higher rates. The clinician felt the rate was too high and wanted to decease it. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2013. (B)(4).